Event description:
Same cases as MDR ID 2134265-2013-04806, 2134265-2013-04805. It was reported that during coronary intervention, automatic pullback failure occurred. Access was obtained via femoral artery. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. The motordrive did not perform auto pullback during the procedure. The physician attempted to performed manual pullback twice and completed the procedure. No complications reported. The patient's condition is good.

Manufacturer narrative:
Age of the time of event: 18 years old or older. (B)(4). Device evaluated by MFR:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).